Manufacturer narrative:
Reported event: when getting ready to impact the cup dr. Nessler noted that there was a pin near the button that appeared to be loose, or sticking out. Device evaluation and results: visual inspection: visual inspection confirms that the 206267 lock pin was protruding more than 0.5mm as indicated by note 3 on the 206270 drawing. Dimensional inspection: dimensional inspection was not completed because visual inspection clearly shows the failure of the device. Functional inspection: functional inspection shows that the shell impaction platform, p/n 206270, lot 45021215 still functions as expected with the straight and offset cup impactors. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 12/21/2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in (B)(6) related p/n 206270, lot 45021215 shows 1 number of complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: alleged failure of 206267 lock pin protruding more than 0.5mm as indicated by note 3 on the 206270 drawing was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During a total hip arthroplasty procedure, when the surgeon was getting ready to impact the cup, he noted that the pin near the button appeared to be loose or was sticking out.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a total hip arthroplasty procedure, when the surgeon was getting ready to impact the cup, he noted that the pin near the button appeared to be loose or was sticking out.